Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements and loss of capture (loc) 8 days post implant. The patient experienced syncopal episodes as a result due to suspected asystole related to a very slow escape rate less than 30 beats per minute (bpm). An x-ray was taken and noted a suspected micro-dislodgement. The patient was admitted to the hospital and a lead revision procedure was planned for the following day. No additional adverse patient effects were reported. Additional information has been requested. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. This lead was explanted and replaced. No additional adverse patient effects were reported. The lead was discarded and will not be returned.